Event description:
It was reported that the pump experienced helium loss while the catheter was in place. The pt was transferred to another pump, but the alarms continued. Then the iab was removed without any pt complications.